Manufacturer narrative:
The gehc service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not delivering expected volumes. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the flow sensor flapper was not stuck to the top of the housing and the issue was actually caused by mechanical damage to the flow sensor as a result of cleaning, and is therefore a user error. The unit continues to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. There was no reported patient injury. The event is not reportable. Additional information was received that the flow sensor flapper was not stuck to the top of the housing and the issue was actually caused by mechanical damage to the flow sensor as a result of cleaning, and is therefore a user error. The unit continues to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. There was no reported patient injury. The event is not reportable.